Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through the japanese tavi registry, during a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 26 mm s3ur valve, during deployment of the valve, a balloon rupture of a commander delivery system (ds) occurred. Since valve deployment was completed, additional treatment for the deployed valve such as post dilation was not performed. Since balloon was torn laterally, the ds could not be withdrawn back into the esheath+. Therefore, the ds was removed surgically. When removing the ds, vessel dissection on external iliac artery (eia) occurred, thus a stent was placed. The device will not be returned for the evaluation. Per medical opinion, since there was a severe calcification on the annulus, and protruding calcification on the sinotubular junction (stj), it was considered that the calcification caused the balloon rupture. Per engineering evaluation of a photo of the delivery system after removal, the balloon material at the burst region appears to be separated and partially missing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A device-related photo was reviewed. A longitudinal and radial burst was observed on the inflation balloon. It was observed the balloon exhibited bunching distally toward the nose tip. The balloon material at the burst region appeared to be separated and partially missing. In this case, the balloon burst and subsequent withdrawal difficulty and separation of system components were confirmed based on the provided imagery. The available information suggests patient factors (calcification) likely contributed to the reported balloon burst as the event description stated that there was a lot of calcifications on the annulus and protruding calcification on the sinotubular junction (stj). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, procedural factors (withdrawal of altered balloon profile and device manipulation) likely contributed to the reported withdrawal difficulties and separation of system components. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.